Event description:
Subsequent to the initial MDR, a correction to remove 4114 code is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction h2: correction h6: event problem and evaluation codes - method - correction to remove 4114.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.